Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose (bg) level was 140 mg/dl. The customer reported that manual injections for short acting insulin and will contact health care professional about long acting insulin for insulin therapy. Customer declined tandem customer technical support to follow up.